Event description:
Same case as manufactuer's #6000093-2004-01425. It was reported that during a renal pta/stenting treatment procedure, the stent delivery balloon could not be inflated. The device was removed. During advancement of a new express bilary sd stent, the stent became dislodged from the delivery device outside of the target leison. The stent was successfully removed using a snare device. A new 6 x 14 express stent was successfully implanted. No pt injuries or complications were reported. The pt's status was reported as 'ok'.